Manufacturer narrative:
The suspect device has returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an av fistulagram procedure the access wire tip detached during access sheath placement. The physician had acquired successful access to the patient's fistula and a 7f sheath was placed. While removing the dilator and the access wire together, the physician noted that the wire tip had detached. The physician then acquired selective fluoroscopic images to locate the detached wire tip. After further investigation of the access sheath hub, a small piece of the access wire was found to be still protruding from the hub of the 7f access sheath. The physician then used a pair of hemostats to successfully remove the detached wire from the sheath.

Manufacturer narrative:
One device was returned for evaluation. The device was examined visually and the complaint was confirmed. The root cause was undetermined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found. Corrective actions are in process.